Manufacturer narrative:
(B)(4) concomitant medical products: 00801802230, cocr femoral head, 62716332, the 00811400010, femoral stem 12/14 neck taper, 62485340. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The x-ray provided is dated post revision. Therefore; dislocation is not demonstrated or confirmed on the x-ray provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.